Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review and during the initial functional testing. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, front enclosure was observed damaged. The front enclosure was replaced to remedy the issue. The autopulse platform is a reusable device and was manufactured in 2008 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. During functional testing, the platform displayed (ua) 41 upon powering up, however, could not be duplicated during the platform evaluation. As a precautionary measure, the temperature sensor cable was replaced. Review of the archive data indicated multiple error messages user advisory (ua) 41 errors recorded around the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4), reported on (B)(6) 2017. Temperature sensor and pdb (power distribution board) were replaced.

Event description:
During shift check, autopulse platform (sn (B)(4)) displayed an error message user advisory (ua) 41 (patient temperature sensor failure). No patient involvement on this issue.